Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had been in severe pain for the past several days at the implantable neurostimulator (ins) site, which was getting worse, pain in the groin, zaps going down their right leg and their right foot was cramping up. The patient also reported the ins was popping out and moving around the ins site. The patient turned off the stimulation and was still feeling the pain. The patient noted they were rear ended in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was updated. Event date is approximate.device code:(B)(4) was added to this event, as it was missed in the initial regulator report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the interstim came to the top of the skin and popped and rolled. The patient had her doctor remove it. No further complications were anticipated/reported.